Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room after receiving multiple inappropriate high voltage therapies. Upon interrogation, it was determined the therapies were due to atrial fibrillation with rapid ventricular response. Noise and low, out of range high voltage lead impedance were observed. The tachy therapies were programmed off. The patient was stable and will continue to be monitored.